Event description:
It was reported that there was wound dehiscence and the ipg incision site had reopened along the suture line. No accidents, falls, trauma, strenuous movements, or weight fluctuations were reported. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket site was revised. The physician created a new pocket for the ipg, and the old pocket was washed and closed. Issue has resolved and effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.